Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 601a34. During the procedure, the customers used two lot of staplers gst60d lot n° 750a72 and gst60g n° 601a34. The surgeon used echelon powered + (plee60a) for years. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the product code for the stapler used on this procedure? What color cartridge used throughout creation of the sleeve? Was any buttressing material used? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the surgeon faced troubles during the stapling with echelon powered+ and gst60d reload. The patient developed a fistula. The patient required revision surgery.